Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient underwent an internal fixation procedure to implant a plate which addressed a fracture on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014 and the plate and screws were removed. Bone filler was used to fill the screw holes and no other products were implanted.

Event description:
It was reported a patient underwent a vhs vari-angle hip system fixation procedure on an unknown date. Subsequently, the patient is having hip and thigh pain and will undergo a revision. No revision is scheduled to date and there are no known contributing factors for the pain.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. During the evaluation, it was noted that the plate most likely served it's purpose in addressing the fracture. Pain is a common side affect and when the fracture has healed generally the product is remove the product to alleviate pain; however no root cause for the event is inconclusive.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.